Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. The knife was not fully retracted, thus the device would not open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler fails to submit second shot to make the cut and stomach stapling. The stapler close to the stomach and wait fifteen seconds before the second shot, the trigger is activated when the stapler is no possibility to lock execute the shot. So the surgeon attempts to unlock the blade, following the steps set without having stomach results being trapped without possibility of withdrawing the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What firing of device did the event occur? When the surgeon activated the trigger, did the device deploy staples and cut and then stop? Which stroke did the event occur? How was the device removed from the tissue? Was there any damage to the tissue? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Is there any other additional information you would like to share about this device or procedure?